Manufacturer narrative:
The probable cause of the falsely elevated troponin I result is multiple instrument issues. A siemens healthcare diagnostics field service representative serviced the instrument. The instrument is now performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. The laboratory repeated the sample and a lower result was obtained. The laboratory issued a corrected report. A second draw also obtained a low result. Additional repeats of original sample were either negative or low results. It is unknown if patient treatment was prescribed or altered. There was no report of any adverse health consequences as a result of the falsely elevated troponin I result.